Manufacturer narrative:
Explanation: there was no death or device malfunction contributing to the defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.

Event description:
During evaluation of the patient's download data it was found that the patient experience a defibrillation event consisting of one shock on (B)(6) 2018. It was reported that the patient's electrode belt had deployed gelled but the patient was reportedly adamant that a treatment shock had not been delivered. The ECG data surrounding the treatments were unavailable for review due to an sd card fault. This defibrillation is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatments were appropriate or inappropriate.